Manufacturer narrative:
The device was visually inspected and the peek housing was found cracked with metal exposed and a bump was observed in the tip. Deflection testing was performed and the catheter failed. A failure analysis was performed and the catheter was observed under the x ray machine. The t bar was found slid down causing the improper deflection condition. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the t bar slippage and the damage on the peek housing cannot be determined. However, an internal investigation was created to investigate this issue. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a deflection issue occurred as the catheter could not be deflected as intended. It was checked visually and confirmed that the catheter could not be deflected as intended. Catheter replacement resolved the issue. No adverse patient consequences were reported. The deflection issue has been assessed as not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because the bwi failure analysis lab (fal) received the device for evaluation on (B)(6) 2018 and found a crack between peek housing and the tip lumen area approx. 1.7 cm from the distal end tip dome, exposed metal, and a bump on tip lumen material approx. 2 cm from distal end of the tip dome. The bump on the tip has been assessed as not reportable as the integrity was not compromised. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The observed crack with exposed metal has been assessed as MDR reportable. The awareness date has been reset to (B)(6) 2018.